Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drive wire came apart in the sheath. It was later reported that the procedure was completed and the device was intact. No pieces came off and no medical intervention was required. Per medwatch: procedure being done was extraction of stones from the right ureter.

Manufacturer narrative:
Received 1 stone basket in original opened packaging. The reported event was confirmed as cause unknown. Per the vsual inspection, noted that there was breakage on the driver cable and the sheath. Only the basket and a portion of drive cable were received, the remainder of the components were not returned. In order to verify the dimensions of the cable, it was measured as followed: ¿ guide wire o.d. = 0.32 mm (specification is 0.41 mm ± 0.13mm). ¿ open basket = 11.00 mm (specification is 12.00 mm ± 1.00 mm). The dimensions were found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "¿ objects that are too large to be removed through the scope channel will require the scope and basket to be removed simultaneously from the urinary tract. ¿ if resistance is encountered during advancement or withdrawal of the device, stop and determine the source of resistance, as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance. ¿ some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommended. Do not use the bard® skylitetm tipless nitinol stone basket if the object is too large to be removed endoscopically, as it may result in patient injury and pain." (B)(4)

Event description:
It was reported that the drive wire came apart in the sheath. It was later reported that the procedure was completed and the device was intact. No pieces came off and no medical intervention was required. Per medwatch: procedure being done was extraction of stones from the right ureter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drive wire came apart in the sheath. It was later reported that the procedure was completed and the device was intact. No pieces came off and no medical intervention was required.